Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular event) of two events reported for the same pt involving two separate products; associated mdrs #: 1225714-2013-01286, 1225714-2013-01287, 225714-2013-01288, and 1225714-2013-01289.